Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The product was returned for investigation. A visual inspection of the tracheostomy tube was performed and found all the components were assembled properly. An inflation deflation test was then performed. Air was applied to the cuff and the cuff held air. The product was left inflated for twenty four hours and no deflations were observed. The sample was submerged in water and no leaks were observed. The reported malfunction could not be duplicated.

Event description:
The customer reports that the device was fitted on a patient at 6pm in the evening but at 0830 the next morning, the balloons were deflated. There was no report of serious injury or death associated with this event.